Event description:
On (B)(6) 2014, the reporter contacted animas, alleging that they were running out of insulin faster than expected. The reporter reviewed the pump's history with a customer technical support representative and was unable to find any discrepancies in the delivery history. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 02/04/2015 with the following findings: the last basal delivery and bolus delivery were on (B)(6) 2014. The daily insulin delivery totals correctly reflected the user's programmed basal rates. No activity outside normal use was observed in the pump's black box or download history. No warnings or alarms occurred during a 24 hour duration test. The pump passed a delivery accuracy test and was found to be delivering within the required specifications. The initial complaint could not be duplicated. Unrelated to the alleged issue, the battery compartment was cracked on the side near the threads and above the bumper pad. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.